Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had motor error and blank display. The customer's blood glucose level was unknown at the time of incident. Customer was not assisted with troubleshooting. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the insulin pump had failed battery. Customer stated the spring was neither damaged nor corroded. Contacts are not missing or damaged. Customer reports the drive support cap appears normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, primee and excessive no delivery test. No unexpected failed battery alarm anomalies. No motor error alarm noted. Motor passed motor test.